Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber started forward firing after 68,258 joules used and 10 minutes of use. The procedure was completed with another fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber started forward firing after 68,258 joules used and 10 minutes of use. The procedure was completed with another fiber. There were no patient complications reported.